Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient met with their healthcare professional (hcp) because they were experiencing stro ke/tia-like symptoms including their right side of face being affected and not being able to speak which occurred off and on beginning 6 months or more prior to (B)(6) 2013. The hcp mentioned that ¿it would be a stretch¿ that those symptoms were related to the implant but the hcp did determine that their battery was dead which was confirmed in 2013. The patient had their implantable neurostimulator (ins) replaced.